Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were tested with a retention meter and retention control lot. Control ranges: level 1 1.7-3.3 mmol/l; level 2 14.5-19.6 mmol/l. Results: level 1 ¿ 2.5, 2.5, 2.4 mmol/l; level 2 ¿ 16.5, 16.7, 16.8 mmol/l. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable glucose results for 2 patients from accu-chek inform ii meter serial number (B)(4). Of the data provided, there were discrepant results for 1 patient. At 02:28 am the glucose result with capillary blood was 2.1 mmol/l. At 02:29 am the glucose result with capillary blood was 2.9 mmol/l. The same fingerstick was used for both measurements. There was no allegation of an adverse event. The qc was acceptable. The device was requested to be returned for investigation.